Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the atrial lead impedance value was noted to be high. The physician performed a system review and revealed that the set screw was loose. The set screw was tightened to resolve the issue with good electrical measurements. The patient is in stable condition.